Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. The international fse (field service engineer) troubleshoot with the customer. The fse assisted the customer to calibrate the touchscreen and the problem was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
It was reported that the ventilator had a black display. There was no patient or user involvement.

Manufacturer narrative:
Date rec¿d by MFR: 22aug2019. Date of report: 30aug2019 additional information was received that the ventilator could not be started up, which is why the display was black. It was reported that the fse (field service engineer) troubleshot with the customer and the ventilator successfully re-started without requiring repair. After the ventilator was re-started, it was identified that the touchscreen had a calibration issue. The fse assisted the customer to calibrate the touchscreen to address this problem and the problem was resolved. No parts were replaced, so no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.